Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided.

Event description:
It was reported that the implant at tooth #31 was removed due to the position / angulation. The doctor did not like the angulation of the implant. We removed implant and placed another with better angulation.